Event description:
The customer stated that he tested his blood glucose and received readings of 48 and 184 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events. Control solution is to be sent to the customer to continue troubleshooting, so no product will be returned at this time.